Event description:
According to the reporter, the patient was undergoing a laparoscopic cholecystectomy, the endoscopic tip was noted missing when the scope of the tip was removed from the patient. The surgeon was able to retrieve the tip. There was no unanticipated tissue loss as a result of this problem. Surgical time was not extended by more than 30 minutes due to the product problem. The patient was discharged home post procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was undergoing a laparoscopic cholecystectomy, the endoscopic tip was noted missing when the scope of the tip was removed from the patient. The surgeon was able to retrieve the tip. No further details were provided regarding the patient outcome or current patient status. This was a duplicate file for product event- (B)(4). This file is now a complaint and not reportable since it was already reported. (Patel (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.